Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the resection portion of the aquablation procedure, the aquabeam robotic system generated an "e22 - motorpack error" message, which was unable to be cleared despite multiple troubleshooting steps taken in efforts to resolve the issue. A second aquabeam handpiece was used which resolved the issue and the aquablation procedure was successfully completed. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Three (3) good faith attempts were made to retrieve the device; however, the aquabeam handpiece was not returned for investigation. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c02073 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5 system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event could not be established as the handpiece was not returned for investigation. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.